Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 0, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issue arises again, which the caller understood.